Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and short v-v intervals. The lead was also possibly fractured. The lead was capped and replaced. During extraction of the rv lead, the left ventricular (lv) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.